Manufacturer narrative:
On 20 july 2018 the r&d project manager checked the images of the explant: preliminary visual inspection shows proximal stem with hydroxyapatite coating residuals (which is in line with surgeon's diagnosis). However, it is not possible to determine precisely the amount since the explant is covered in blood after explantation. Neck region shows signs of scratching probably due to explantation process. On 26 july 2018 the r&d project manager checked the retrieved explant commenting: the visual inspection of the stem is in line with the surgeon's findings: hydroxyapatite layer on the hole mid and proximal stem is completely intact with small signs of bone ingrowth. On 27 july 2018 the medical affairs director made the following analysis: partial hip revision surgery occurred 4 years after primary cementless total hip replacement. Radiographic images provided show the presence of signs of proximal osteolysis, but there are no reports on the condition of the tribological couple. Such situation might also be the consequence of a silent infection. We should categorize it as an unexplained failure of bone growth. Batch review performed on 27 july 2018: lot 150852: 45 items manufactured and released on 26 may 2015. Expiration date: 2020-04-30. No anomalies found related to the issue. To date, 43 items of the same lot have been already sold without any similar reported event.

Event description:
About 4 years after primary the surgeon revised the patient because the stem didn't developed a sufficient osseointegration. Stem swap. The surgery was completed successfully.